Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: november 14, 2023. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The suspect intraocular lens (iol) was received taped to the handpiece. Visual inspection of the handpiece found that the plunger rod was advanced, the cartridge tip was bent, and there was an inadequate amount of ophthalmic viscosurgical device (ovd) residue. The iol was cleaned, and visual inspection found tears at the lens edge. No other issues were identified, and no further evaluation was performed. The complaint issue haptic damaged was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician noted that the preloaded intraocular lens (iol) haptics had marks when the iol was implanted in the patient's operative eye. Through follow-up we learned that the lens was removed from the left eye and replaced with a 3-piece iol. The patient presents good vision and the eye is well. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.